Manufacturer narrative:
Exact date unknown, event occurred 6 weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7087810.

Event description:
It was reported that the patient had a non-device related fall and caused loss of stimulation. The physician took an x-ray and noticed a fracture of the lead.